Event description:
Physician reported that the device would not cut across the tissue. He removed the device from the wound. Representative from ethicon was called to the room. The item was replaced with a new device and staple inserted without difficulty. Physician was able to use the new device linear cutter without apparent difficulty.